Event description:
Pt had malfunctioning left side venous port, fluoroscopy done to assess patency, revealed contrast leakage in the proximal third of the catheter. Port removed and replaced with right side access device.